Manufacturer narrative:
Product ID: 3210, serial# (B)(4), implanted: (B)(6) 1999, product type: transmitter. Product ID: 3487a-56, lot# l56889, implanted: (B)(6) 1999, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was no stimulation sensation. It was noted patient "felt no stimulation." It was stated channel one was set to 3.7 and increased to highest setting, but did not feel stimulation.

Event description:
It was reported that the patient had intermittent stimulation. The reporter stated their device needed to be updated because some of the ¿pulses are getting interrupted and not getting to correct doors that open.¿ it was unclear what this referred to. It was noted this had been happening for a couple of years. It was further noted the patient had not been using the stimulator on a regular basis. The reporter stated they felt stimulation, but stimulation was painful and intermittent. It was noted the patient could not find any 9v rechargeable batteries for their device. Additional information was requested, but was not available as of the date of this report.